Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b: explant date: not applicable, as lens remains implanted. Section e1: telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation as the device remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of the preloaded intraocular lens (iol) was broken. The iol was already implanted and the doctor took off the piece of the haptic that was broken. Through follow up, we learned that the implant remains in the patient's eye. No further detail was provided.